Event description:
Device 1 of 2. Please see MFR report #1627487-2010-01905 for device 2. On (B)(6) 2008, the pt was implanted with an scs system. It was reported that the pt's leads migrated. The pt also lost a significant amount of weight and the ipg and become very superficial. The doctor decided to revise the leads and replaced the ipg with a smaller device.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.